Event description:
On or about (B)(6) 2011, plaintiff underwent placement of an angiodynamics vortex device, model number p5355k, lot number 526802, for ongoing red cell exchanges and vein access. The device was implanted by dr. (B)(6), md. (B)(6) hospital in (B)(6), for the purpose of ongoing chemotherapy. On or about (B)(6) 2021, plaintiff presented to the emergency department (B)(6) hospital in (B)(6), with complaints of abdominal pain. Upon admission, an x-ray revealed that her port had fractured and migrated to her right atrium, extending inferiorly into her inferior vena cava (ivc) and superiorly into her superior vena cava (svc). On or about (B)(6)2021, plaintiff's defective port and catheter fragment were removed by dr. (B)(6), md (B)(6) hospital.

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of catheter tubing fractured and detached cannot be confirmed since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause for the reported catheter fracture and detachment failure mode is pinch-off syndrome, which is cautioned in the device dfu. A device history record (DHR) review of the indicated packaging/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no previously reported complaints for the indicated packaging/catheter lots for similar catheter detached issues. Labeling review: the directions for use (dfu) that is supplied with the port device, contains the following statements: indications for use: the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Contraindications: angiodynamics port systems should not be implanted in the presence of known or suspected infections, bacteremia, septicemia, and peritonitis, in patients who have exhibited prior intolerance to the materials of construction, or patients whose body size or tissue is insufficient to accommodate the size of the port or catheter. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: infection; occlusion; thrombophlebitis, pneumothorax; catheter malposition; migration and inadequate anchoring; hemorrhage; vessel trauma, including puncture, laceration, and erosion of vessel and the skin; catheter pinch-off (compression of the catheter between the clavicle and the first rib); hematoma; clot formation; catheter fragmentation; embolization; cardiac arrhythmia; cardiac puncture; cardiac tamponade; fibrin sheath, endocarditis; implant rejection; thoracic duct injury; thromboembolism; peritonitis; thrombosis; and drug extravasation (leakage). A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends.a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).